Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received notes that the patient was brought into clinic and their insertable cardiac monitor (icm) was interrogated. Upon interrogation, an excessive bluetooth telemetry message was noted. The icm was able to be paired after clearing the message.